Event description:
It was learned that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 11 months due to endocarditis. The explanted valve was replaced with a 25mm 11500a valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 11 months due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.